Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information received that a smiths syringe infusion pump distributed by (B)(4) to (B)(6) on (B)(6) 2021 malfunctioned. The report stated that on (B)(6) 2021 an unknown medication was delivered to a female patient, who had sustained a gunshot wound to her head. The unknown medication was to help clot blood. According to the report, the pharmacist determined that the pump had the drug library for a different hospital installed, which may have resulted in the incorrect amount of medication being delivered. This information was received (B)(6). Additional information was received (B)(6); the report stated that the patient did not have survivable injuries and expired. The medical staff determined the pump did not contribute to or cause the patient's death. The report indicated the medication was not life sustaining. Additional information is being sought on the medication, including the medication name and concentration, amount of medication that was intended to be delivered and expected delivery time, and the pump setting. Based upon the report, the malfunction of the pump program was caused by human error.